Manufacturer narrative:
During inspection and testing, the nozzle was clogged with foreign material. The blockage was suspected to be at the ninety degree turn of the nozzle. Due to the clog, the air/water flow was insufficient. The reported event (stiff angulation knob) was confirmed. The angulation was heavy due to elongation of the angle wire. In addition, the up side had no angulation due to the angle wires being cut, the light guide tube was wrinkled, and the switches and light guide tube were stained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, air and water could not pass smoothly through the device and the angulation knob was stiff. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the accessory which was used in combination with the subject device (water container, air/water valve or the like) was broken and entered the air/water channel. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of ancillary equipment. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables.¿ olympus will continue to monitor the field performance of this device.